Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the buttons became unresponsive. He did not know the blood glucose reading. He did not recall any significant event leading to the keypad issues. Nothing further was reported.